Manufacturer narrative:
Device evaluated by MFR? No. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
A month after vns implant surgery, the patient underwent explant surgery of generator and lead due to infection. A review of device history records showed that both the lead and generator were sterilized prior to distribution.